Event description:
As reported by the edwards sales specialist, after successful implantation of a26mm sapien valve, the physician removed the 24 f sheath from the vessel. A dissection was noted at the common/external iliac bifurcation. The dissection was repaired from the contralateral side with 3 self expanding stents. Per report, the physician did not experience difficulty with insertion of the sheath and dilators.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access site diameter was exactly 8 mm, with reported mild vessel calcification and no tortuosity. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the vessel size was at the minimum requirement for this sheath size, and the minimum luminal diameter unknown. It is possible that there was an area of calcification that reduced vessel diameter, contributing to the reported vessel dissection. The transfemoral tavr procedure requires the insertion of large bore devices in these patients, and there is a risk that placement of the sheath and/or dilator may result in or contribute to vessel damage. No further actions are required at this time.